Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Please see also MFR report number 3004209178-2014-83388.

Event description:
Customer reported that he was hospitalized twice due to low blood glucose. The blood glucose reading was 39 mg/dl. Customer stated that he was also hospitalized one time in 2012 for low blood glucose. Customer stated that his reservoir was leaking and his infusion set cannula was bent. Nothing further was reported.